Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2017 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of ventrio st mesh. Per operative notes, ¿an incision was made into the umbilical region. The hernia sac was dissected from abdomen. A ventrio st mesh was placed into the peritoneal space and secure it with sutures.¿ on (B)(6) 2018 - patient was diagnosed with small bowel obstruction, adhesion, seroma, pain thereby underwent open repair with lysis of adhesion, drainage of serosal fluid. Per operative notes, ¿a midline incision was made into the peritoneal cavity. There was a synthetic mesh in the supraumbilical midline which had adhesions. All adhesions and obstructions were taken down. Lysis of adhesion was performed. One segment had serosal fluids which were drained. The defect was closed with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2016) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.